Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prostheses implantation procedure with a 300cc mentor smooth round moderate profile saline breast prosthesis and a unspecified mentor saline breast prosthesis, in 2004, fell into lactic acid only after ten minutes of warming, saw a rheumatologist as the age of (B)(6), who could not fined what they had. The patient had to stop working, and their career stopped for 7 years and their symptoms were getting worse and worse. The patient suffered several unexplained systemic symptoms, including fatigue brain fog, memory loss muscle and joint pain hair loss, dry skin and hair premature aging inflammation poor sleep and insomnia dry eyes, decline in vision hormone imbalance, diminishing hormones, early low libido vertigo gastrointestinal issues such as acid reflux, gerd, gastritis leaky gut, ibs and sibo persist bacterial, viral, fungal infections yeast infections, candida, sinus and uti infections ear ringing sudden food intolerance and allergies slow muscle recovery after activity heart palpitations, changes in normal heart rate or heart pain sore and aching joints of shoulders, hips, backbone, hands and feet swollen and tender lymph nodes in breast area, underarm, throat, neck, groin dehydration for no reason frequent urination general chest discomfort shortness of breath pain and or burning sensation around implant and or underarm liver and kidney dysfunction anxiety, depression symptoms of fibromyalgia raynaud's syndrome nonspecific connective tissue disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the first of the two implants reported.